Event description:
It was reported to our country rep in (B)(4) that there was a vns pt who presented in clinic with high lead impedance. There was no trauma reported prior to the high impedance being attained. X-rays were taken and reviewed by their physician and it was reported that no lead break was noted. No interventions have been planned for the pt at this time. The pt's therapy has not been programmed off at this time but their therapy was lowered.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.